Event description:
It was reported that that high pacing lead impedance and high capture thresholds were observed. The lead was tested for noise, noise was not reproducible. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.